Event description:
This rv lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that noted rv lead noise but not oversensed by device. Also observed an episode of inappropriate a tr due to farfield oversensing. Lead measurements were in range and stable. The following physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).